Event description:
During procedure stent became dislodged from balloon in coronary artery. It was able to be pulled back via the catheter to the groin. Pt went to the operating room for surgical removal of stent from groin area. Pt is doing well.